Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. The heater wire was observed to be flexed away from the majority of the hot jaw, but remained attached to both the base and tip of the jaw. The silicone insulation was observed to charred, cracked, and whitish in color on the hot jaw and slightly on the cold jaw. The silicone insulation on the hot jaw closest to the heater wire was observed to be yellow and brown in color. Based on the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed. The analyzed failures "thermal decomposition" and "material twisted/bent" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stopped working (failed to deliver energy). A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stopped working (failed to deliver energy). A replacement device was used to complete the procedure. The hospital did not report any patient effects.